Event description:
Implant placed without prior antibiotics and around implant grew an infection and draining fistula. The cyst was removed, but the infection prevented the implant from integrating and caused implant to fail.